Manufacturer narrative:
Covidien reference number: (B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the air flow sensor. The customer replaced the air flow sensor and the issue was resolved. Covidien was not authorized to service the device.

Event description:
It was reported that the 840 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.